Manufacturer narrative:
Evaluation summary. The system was examined and the reported event was replicated. The cast receiver mechanism was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event of the system producing a noise when the cassette is inserted can be attributed to the nonconforming cast received mechanism. However, how or when the receiver became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported a that system stopped working and did not allow to continue a procedure. An unusual squeak was generated when inserting the cassette. Additional information was provided by a company representative. The issue occurred between the chop and the irrigation/aspiration phase. A system message was displayed to unload the cassette. The surgery was completed without delay using a backup instrument. There was no patient harm. No additional information is expected.